Event description:
It was reported that the patient has a strong painful sensation over the implant zone. Testing showed an electronic malfunction.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.